Event description:
It was reported that the compressor unintentionally went into standby mode. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the compressor unintentionally went into standby mode. Our field service engineer investigated the reported machine on site. The standby valve has been replaced to resolve the issue. The power cable has been replaced as well due to electric safety test failure. The returned standby valve has been tested in a compressor for 4 days. It was not possible to reproduce any issue. Therefore, no root cause can be established. If the compressor fails to supply air the connected ventilator will switch to pure oxygen delivery and alarms for high oxygen concentration will be generated. If, in addition, no oxygen is connected to the ventilator, the ventilation will stop. Alarms will be generated.

Event description:
Manufacturer's ref #: (B)(4).